Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12419. It was reported that a rotawire fracture occurred. The 75% stenosed target lesion 1 was located in the severely tortuous and severely calcified left main trunk (lmt). The 90% stenosed target lesion 2 was located in the severely tortuous and severely calcified proximal left circumflex artery (lcx). A 330cm rotawire¿ and a 1.25mm rotalink¿ plus were selected to treat the target lesion. During the procedure, ablation was performed using the 1.25mm burr at 180,000rpm. On the eighth pass, the 1.25mm burr had difficulty advancing in the highly tortuous lmt to lcx and was kept in one location during rotation. As a result, the rotawire broke. The burr was removed and there was no additional intervention done to retrieve the broken rotawire. The procedure was completed with a 2.00mm burr. There were no further patient complications and the patient's progress is good. There are no scheduled procedures to remove the broken wire and the patient remains under observation.